Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from october 2009 to november 2013. For this reason, the first day of the reported study period (01-october 2009) was used as the occurrence date. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.   Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Based on the limited information provided, the root cause for the valve degeneration resulting in severe aortic regurgitation approximately 6 years post valve implant could not be determined, but it may be related to the patient¿s co-morbidities and/or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Reference article: ichibori, yasuhiro, isamu mizote, masaki tsuda, takashi mukai, koichi maeda, toshinari onishi, toru kuratani, yoshiki sawa, and yasushi sakata. "Long-term outcomes of high-risk or inoperable patients undergoing transcatheter aortic valve implantation." The american journal of cardiology (2019).

Event description:
As reported in the written article, "long-term outcomes of high-risk or inoperable patients who underwent transcatheter aortic valve implantation" a single center retrospective study was perfomed including 114 consecutive patients who underwent tavi for severe native aortic stenosis from october 2009 to november 2013 with balloon-expandable valves (sapien or sapien xt valves) and  non-edwards self-expanding valves. Per the article table 5 ¿transthoracic echocardiography follow-ups among patients with structural valve degeneration¿, a patient developed severe aortic regurgitation 5 years post tavr procedure for a 23mm sapien valve. A valve in valve (tav-in-tav) procedure was executed. No further details were provided.